Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon evaluation, the power brick connector would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.

Event description:
The son in law of a (B)(6) male patient contacted zoll customer support to report that the patient's battery charger/modem would not power on or light up. The patient's son in law also reported that the charger/modem was unable to charge batteries. The patient was issued a replacement battery charger/modem.